Event description:
Pt complained of knee pain. The doctor took an x-ray and noticed no incorporation by the plug. Follow-up surgery was performed and the plug was found to be soft, resembling a gel-like structure. No other info is available at this time.

Manufacturer narrative:
No product is being returned for eval.